Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that while the ventilator was connected to a patient, the o2 concentration decreased below set value. There was no patient harm. Manufacturer ref. #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by the user and the nozzle units in the gas modules were replaced. The ventilator was then functioning. Several requests for returning the nozzle units were sent but they were not returned for investigation. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. Review of provided ventilator logs confirms the reported alarms for low o2 concentration. Since the nozzle unit was not returned for investigation, the root cause of the reported alarms has not been determined, but the nozzle unit was most likely contributing to the event. The nozzle unit is part of the maintenance kit for the product and shall be replaced yearly or by maximum 5000 operating hours. It is not known to us when last maintenance was performed. Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4).

Event description:
Manufacturer ref. #: (B)(4).